Manufacturer narrative:
Additional product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent surgery treating ankle. During the surgery, the locking screw did not lock. The screw that wouldn¿t lock was removed and another screw was use. The surgery was completed within a thirty (30) minute delay. This report is for a locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Additionally, a visual inspection was conducted of the returned device from attachment (B)(4). Visual analysis of the returned sample revealed that the lockscr ø3.5 self-tap l34 tan was found to be stripped from the threaded section near the head, locking issues are most likely due to this condition. Additionally, a dark foreign matter is visible inside the head of the screw. A dimensional inspection for the lockscr ø3.5 self-tap l34 tan was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to mating device not being returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø3.5 self-tap l34 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed- the following drawings reflecting the current and manufactured revisions were reviewed. Device history lot - part # 412.113s, lot # 215p490, manufacturing site: grenchen, release to warehouse date: 22.june.2021, expiry date: 01.june.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.